Event description:
The device was used during a diagnostic laparoscopy. There was some debris from the device gasket which had fallen on the bowel upon insertion of the scope. The debris upon further eval seemed to be electrostatically charged. The hosp reportedly was culturing specimens retrieved. There was no consequence to the pt. 11/04/96 0900 it was reported the surgeon retrieved the majority of the debris laparoscopically.